Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on (B)(6) 2021, with lot number 3332233. Visual analysis of the returned device identified, fold creases, weight within specification. After autoclave cycle was identified, cloudy gel and bubbles in gel. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Device remains implanted.